Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to latch issue. A field service engineer cleaned latch microswitch tabs and applied conductive grease to the latches, cleaned molex connector contacts for all the latches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a storage failure. The customer reported that when the door opened there was an immediate failure, and the malfunction occurred when the user was trying to issue the medication. There was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.